Event description:
The end user was using the scooter which had been assembled incorrectly. While using it the end user has fallen a few times causing injuries to her shoulder and foot. The end user was prescribed anti inflammatory medication. As reported by the end user the scooter was delivered and assembled by a third party company and the steering column appeard to be broken.

Manufacturer narrative:
Device was evaluated by importer on (B)(6) 2025. Device assembly was somewhat challenging due to prior disassembles, which were corrected, and damaged components. Steering column securing lever is damaged. The spring is extremely deformed and no longer functions. Damage to this component is likely due to prior disassembly. The user provided a video of the device which shows this component being secured improperly at the front of the column, which could cause the spring deformation observed. The rear-right wheel appears to have the tire intact but the inner tire material is abnormal. A large segment of the tire appears translucent rather than black. Additionally, the brake mechanism has visibly loose hardware. Wheels on the right side of the device have a large amount of white marks present in comparison to the wheels on the left side. White substance appears to be paint. Rear brake assembly has a large amount of hair wrapped around it. The knee pad securing lever has the nut in the wrong orientation. This is likely disassembly by the user, as the markings on the plastic suggest the nut was in the correct orientation at some point. This was determined due to the markings on the plastic matching the size of the correct nut end while the markings are larger than the incorrect nut end. Black safety cap is missing from the front of the steering column. This cap is glued in placed to prevent the user from inadvertently contacting the sharp end of the hand screw when the steering column is properly assembled. Based on the user's returned video, it appears the user removed the safety cap and installed the hand screw into the incorrect side of the steering column. There are a large number of scrapes, scuffs, and imperfections on the upper segment of the steering column. The handle segment of the brake assembly is broken. The plastic housing is cracked all the way through, such that pulling the handle shifts the assembly rather than creating tension on the brake line. As the brake line shifts when the handle is used, the wire within the brake line cannot be pulled properly and the brake is not activated at all. The brakes cannot be activated using the brake handle in its current condition. The bottom of the device as it appeared during review. There is damage to the frame in the form of scraping. This form of damage is very common of these devices and is associated with users taking the device over curbs or other uneven terrain. The device is intended to be used on flat, smooth surfaces. When the device is taken over a curb, or similar uneven paths, the lower part of the frame commonly strikes or drags the edge before the front and back wheels are level again. A definitive root cause cannot be determined with the information currently available. However, the most likely root cause is user error in multiple forms. The user states the handles were broken when the device was received. It is unclear if this refers to the brake assembly being broken or the steering column being loose. Regardless of which was the primary complaint, the device was received damaged. Per the user manual if the device is damaged or otherwise not in good working order, the user should discontinue use. User continued to operate the device and reportedly fell multiple times. In addition, the user disassembled several components and adjusted components that typically are not adjusted by the user. The steering column lever was tightened in the wrong position, the steering column hand screw was installed in the wrong position, the brake assembly screws were loose, and the knee pad lever's nut was flipped to the wrong orientation. These disassembles individually hold some risk of causing instability of the user or device. It appears the user may not have reviewed the assembly instructions and warnings, or otherwise did not understand the instructions and warnings but operated the device anyway. The complaint of "broken handles" cannot be duplicated as the handles are intact and the steering column is secure when assembled properly.